Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose value of 550 mg/dl at the time of the event. The customer experienced symptoms such as nausea, vomiting, and difficulty in breathing due to high blood glucose. Troubleshooting was not performed. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The device will be return for analysis.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned device for an alleged high bgs and sensor anomaly found on september 30, 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Device successfully downloaded traces and history file using thump. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Device was cut open to perform visual inspection and found slight corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.1 millivolt). The motor was tested outside of the device on the and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The device passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high bgs. Sensor anomaly was not confirmed. However, during visual inspection found slight corrosion on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.